Event description:
The account stated that a discrepant lithium result of 2.1 mmol/l was generated by the architect c8000 analyzer. The sample was repeated with results of 0.7, 0.7 and 0.8 mmol/l. The discrepant result was not reported. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect c8000 analyzer, (B)(4). The customer stated that replacement of the reagent lot number resolved the issue. It was determined that the investigation should be performed on brand name multigent lithium reagent manufactured by (B)(4). The complaint was submitted to (B)(4) for review and investigation. (B)(4) investigation did not reproduce the reported issue. The reagent was performing as intended and no deficiency was identified.